Event description:
Medical records received on 03/25/2010 indicated a possible hypersensitivity reaction to the optiflux dialyzer. Info showed that this particular pt ((B) (6) dialyzed successfully on (B) (6) 2010, however, on (B) (6) 2010 she was admitted to the hospital for an unk reason. Fmc has been unsuccessful in our attempts to obtain additional info. Reportedly, on (B) (6) 2010, she returned to the unit for treatment and approx 12 mins into dialysis she "was unable to speak", had a decreased blood pressure and became unresponsive. Oxygen was administered to support breathing and 911 was called. The pt was alert and responding when ems arrived. No paperwork has been made available as to whether or not the pt was admitted. Of note is that the pt has a pacemaker and placement of heart stents. Pt is currently using the ambio dialyzer. There is no sample for evaluation.

Manufacturer narrative:
(B) (4).